Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise, myopotentials and electromagnetic interference (emi) oversensing due to insulation breach resulting in inappropriate mode switch. No changes or interventions were made. The patient was in stable condition.